Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken wire was identified on a fenestrated bipolar forceps instrument. There was no allegation of harm or injury to a patient. There were no reports of fragments falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instruments' wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.